Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Direct superior reamer handle broke interop.

Manufacturer narrative:
Reported event: an event regarding crack/fracture involving a reamer handle was reported. Method and results: device evaluation and results: not performed as the associated device is OEM product. Medical records received and evaluation: not performed as the associated device is OEM product. Device history review: not performed as the associated device is OEM product. Complaint history review: not performed as the associated device is OEM product. Conclusions: the reported device is an OEM product. Written acknowledgement from the OEM supplier that an investigation has been initiated at the OEM supplier site was received.

Event description:
Direct superior reamer handle broke interop.